Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would start up but during device interrogation it would crash and get a blank screen, as a result the hard drive was reimaged and software was reloaded. It was also noted that the system fan was noisy and the programmer had a large display and vertical lines. (B)(4).

Event description:
It was reported that the programmer would start up but during device interrogation it would "crash" and get a blank screen. It was further reported through follow-up that the programmer was not able to interrogate the device, that the "handshake" or connection was unable to be made. The programmer was returned for service. No patient complications have been reported as a result of this event.